Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a (B)(6) result for one patient on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 0.27 s/co ((B)(6)), repeated 3.77 s/co ((B)(6)). A new sample was drawn sid (B)(6) initial: 13.93 s/co ((B)(6)), repeat 15.40 s/co ((B)(6)), 0.25 s/co ((B)(6)), 0.29 s/co ((B)(6)). Specimens with s/co values greater than or equal to 1.0 are considered (B)(6). There was no impact to patient management reported.